Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect the ipg with external devices following a unrelated surgery. Troubleshooting was tried to no avail. The ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted replaced with another model.